Event description:
It was reported that a spectrum iq infusion pump was not infusion correctly had an improper infusion rate, the device showed 900 ml infused but only delivered 300 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device was tested for flow accuracy and the device under delivered at 11.5565%.the event history log review was completed and the customer reported problem could not be confirmed through the event history log. An infusion matching the customer-reported parameters on the reported event date was recorded. The infusion ran to completion without interruption. No abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel will be readjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.